Manufacturer narrative:
Correction: incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4) to (B)(4). The UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device generated an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings and the cable/cord/wiring were damaged. It was determined that the error code ¿e8" was displayed, running was not possible, and the motor and control were defective. It was determined that the cover was missing. The assignable root cause was determined to be due wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4). The UDI has been updated accordingly. Device evaluation update: upon further investigation, it was determined that the device failed pretest for loctile and cable assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body and no short circuit between sensor gnd and connector body. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date received by manufacturer was documented in the wrong filed. The date received by manufacturer has been updated in the correct field. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.